Event description:
A corporate manager of inventory reported that a dialyzer blood leak occurred at a hemodialysis (hd) clinic. Additional information was obtained through follow-up with a nurse from the user facility. The nurse said the dialyzer blood leak was internal, and visually observed in the dialyzer near the top of the device. The nurse said the event occurred seven minutes into hemodialysis (hd) treatment. A blood test strip was used, and it tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. No visible damage was observed on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The nurse confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for evaluation. However, the nurse stated that a photo would be provided for review.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. Three photos were provided for review. The first photo depicts an up-close view of a top header cap of a dialyzer, with the ogden provided blood port and dialysate caps attached, with what appears to be blood within the header cap. The fibers shown underneath the header cap appear to be tinged pink. The second and third photos show the side of a dialyzer, which shows a part of the label and the fibers which appear to be tinged pink. These features are normal as the dialyzer had been used in treatment. There is no conclusive indication of an internal leak shown in the provided photos. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate manager of inventory reported that a dialyzer blood leak occurred at a hemodialysis (hd) clinic. Additional information was obtained through follow-up with a nurse from the user facility. The nurse said the dialyzer blood leak was internal, and visually observed in the dialyzer near the top of the device. The nurse said the event occurred seven minutes into hemodialysis (hd) treatment. A blood test strip was used, and it tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. No visible damage was observed on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The nurse confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for evaluation. However, the nurse stated that a photo would be provided for review.